Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3, reference MFR report # 1627487-2018-03199, 1627487-2018-03200. It was reported that patient developed an infection post operatively. Cultures were obtained and patient was treated with topical antibiotics. Subsequently, patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s drg system was explanted. Patient¿s second system was not explanted. Reportedly, patient was hospitalized for 2-3 days. Patient was prescribed oral antibiotics post-operatively.